Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth or weight. There is no indication that the access estradiol reagent was returned for evaluation. No hardware malfunctions were reported that may have caused, or contributed to, this event. There was no evidence to reasonably suggest an analyzer malfunction or reagent performance issue. A beckman coulter (bec) senior field systems support specialist (fss) analyzed the patient's fifth sample on two alternate unicel dxi access immunoassay systems, serial numbers (B)(4), at another laboratory; both results were 0 pg/ml. These results were the same as the customer's result. This patient sample was also tested on a roche cobas e601; the result was 1106 pg/ml. The patient's sample was diluted 1:2, 1:5, and 1:10 and tested on the customer's unicel dxi 800 access immunoassay system serial number (B)(4) and the results were non-linear at 886 pg/ml, 1340 pg/ml, and 1440 pg/ml, respectively. Non-linear recovery and discordant results from another methodology may indicate a patient sourced interferent. In conclusion, an assignable cause for this event cannot be confirmed with the available information. (B)(4). All mdrs associated with this report are: 2122870-2016-00436.

Event description:
The customer reported obtaining low estradiol (access estradiol) results in association with the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient undergoing in vitro fertilization (ivf). On (B)(6) 2016, the patient was prescribed diphereline, 1.25 mg, as part of her ivf treatment. On (B)(6) 2016, the patient sample was analyzed and recovered with lower than expected access estradiol results. On (B)(6) 2016, a second sample was collected from the same patient and again recovered with access estradiol results which were below expectations. On (B)(6) 2016 the patient was prescribed gonal-f, 225 (units unknown) based on the access estradiol result obtained on (B)(6) 2016. This report addresses this change in patient treatment based on the low access estradiol results obtained by the customer. A third sample was collected from the same patient on (B)(6) 2016 and analyzed on the same unicel dxi 800 access immunoassay system. This sample recovered with an access estradiol result of no value, indeterminate (ind). The ind flag is generated for competitive assays when the result is either above or below the analyte concentration curve and cannot be calculated. On (B)(6) 2016, the patient was prescribed gonal-f, 225 (units unknown) for 2 days; le yin, 75 (units unknown) for 2 days; and menotropins, 75 (units unknown) for 2 days. MDR 2122870-2016-00436 addresses this change in treatment. On (B)(6) 2016, the patient's fourth and fifth samples were analyzed on the same unicel dxi 800 access immunoassay system and recovered with access estradiol results of 0 pg/ml, lower than expected. The customer did not report issues with other assays. Quality control was within specifications at the time of this event. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a serum tube and centrifuged at 3500 rpm (revolutions per minute) for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer.